Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer reported a false nonreactive architect anti-hcv result on a patient. Results provided: (B)(6) 2022 0.76 / 4.32 s/co, historical result = 4.16 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation was performed for false non-reactive results with the architect anti-hcv assay (lot# 35190be01) which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue.a retained kit of reagent lot 35190be01 was tested for sensitivity and the data shows that the sensitivity performance of lot 35190be01 is not negatively impacted. Labeling review concluded that the issue is adequately addressed. Based on our investigation, no systemic issue or product deficiency of the architect anti-hcv reagent lot 35190be01 was identified.